Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the unit involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported failure. The unit was installed into an in house test system and passed 20 power cycles and sat in idle for 7 hours with no issues. However, upon removal from the system, the unit started failing and would shut the system down. The unit was then opened and contamination was observed on the inside.

Manufacturer narrative:
Isi received the unit involved with this complaint, however, the failure analysis is still in progress therefore the root cause of the customer reported failure has not been determined. A follow up MDR will be submitted once the failure analysis has been completed and/or additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vanci-assisted sacrocolpopexy procedure, the customer experienced a non recoverable fault. The customer contacted the intuitive surgical, inc. (Isi) technical support for troubleshooting assistance. The isi technical support engineer (tse) instructed the customer to remove the instruments from the patient and perform a power cycle. The tse did a review of the system logs and noted error 23 pointing to a communication issue with armnet 2. The isi tse attempted another power cycle, however, the issue persisted. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the remote arm controller (rac2) to resolve the issue. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.